Event description:
It was reported the programmer displayed an error message at power up. The company representative immediately turned the programmer off and got another programmer. The caller was advised to power cycle the programmer to clear the error. It was noted that the programmer status is not known at this time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).